Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician's vns programming system had a faulty usb to db9 serial cable adapter. An "error establishing communication" message appeared while attempting use. The wand battery was tested and the power light stayed on for 15 seconds. The tablet was not plugged into the ac power mains. The serial adapter cable was reseated while waiting for 15 seconds, and the error message did not resolve when attempting to use on a demo generator. When the serial adapter cable was replaced with a known working cable, the programming system interrogated the demo generator without any further issues. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.